Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited intermittent undersensing. It was noted that the atrial oversensing suspected emi occurred as well. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.